Event description:
It has been reported to philips that the system produced a memory-full error, which prevented imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned coronary treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced a memory full error, which prevented imaging. The fse re-created the image store during a previous service call, but the resolution only lasted for a few days. Upon functional testing, the fse observed that the drive bay leds of the ippc did not turn on until the system was fully booted and the countdown reached 00:00. Once the system finally booted into the application, an error message appeared stating "image disk full," which was preventing the x-ray functionality. The fse confirmed that the ippc was defective and need a replacement. The defective ippc was returned for analysis, and it confirmed that the unit failed to power on because of cmos battery issue. To resolve the reported issue, the fse replaced the ippc, ippc hard drives and reloaded the software along with recreation of image store. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.